Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use an alternate method of insulin therapy involving multiple daily injections.